Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify alarm in the alarm history due to history file over written. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was broken. The customer reported blood glucose level to be 101 mg/dl. The product was returned. Nothing further to report.